Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a leakage outside of instrument that was under pressure with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: facs flow leak under the instrument. Additionally, on 2020-7-9 the fse provided the following additional information: leaked liquid was under pressure. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Facs flow. What is the source of leak waste line or non-waste line? No. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that there was a leakage outside of instrument that was under pressure with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: facs flow leak under the instrument. Additionally, on 2020-7-9 the fse provided the following additional information: leaked liquid was under pressure. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Facs flow. 4. What is the source of leak -- waste line or non-waste line? Non. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00066 was sent in error. There was no spray of fluid outside of instrument and therefore, this is not considered to be a reportable malfunction.